Manufacturer narrative:
(B)(4).

Event description:
It was reported that "signal loss" occurred. It was indicated that the patient used an expired product, which is misuse of the device. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). 3004753838-2026-145206 was reported in error, please disregard the initial reporting of this event as this event has now been deemed not reportable.

Event description:
After submission of the initial MDR, product was received on 05/18/2026 it was determined this complaint is not reportable per (B)(4).